Event description:
Boston scientific received information that this left ventricular pace/sense lead exhibited loss of capture a few days post-implant. Although no allegation was made against the lead and no specific adverse patient effects were reported, we were unable to rule out asystole or verify that right ventricular therapy was available.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available this event will be updated and an updated report will be submitted.